Manufacturer narrative:
D10: (B)(6) 350-31-04 - tibial plate mb sz 4 lt. (B)(6) 350-41-23 - tibial insert mb sz 3 lt 8mm. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A review of manufacturing data was performed and identified a non-conforming product report had been issued during receiving inspection due to a cosmetic defect. The affected pieces were removed from the lot and returned to the supplier. All other pieces in the lot were accepted with conformance to the device requirements. As a result, it is not expected that this would have any impact on the reported event. A definitive root cause was unable to be determined; however, may have resulted from improper implant placement. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, or relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately three years post initial left taa (total ankle arthroplasty), this patient had a revision due to mal position of the talus. The surgeon found that the talus was far too posterior in its original position. Talus and liner were replaced. The new talus was put back in a much more anterior position to address the problem. Patient was last known to be in stable condition following the event. No further information available.